Event description:
Dr. (B)(6) stated that (B)(6) apparently has seen several meters that normal results are being entered into memory as a "hi" value. She is out of the office until (B)(6) and a detailed voice mail asking that she call to discuss this matter and make arrangements to have them returned. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned. Due to FDA inspection recommendation, a report was filed. Reference 1052693-2013-007. Mw5019473. Most likely underlying root cause of malfunction was software error. CAPA (B)(4) initiated and corrective action was verified.